Manufacturer narrative:
Additional device codes excluded from previous report in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# unknown, product type: lead. Product ID: 748351, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient fell and broke some wires. Their ins was broken so they had it replaced. No patient symptoms or further complications were reported as a result of this event.